Event description:
Customer reported device=91 mg/dl at 21:29 pm. Lab=47 mg/dl at 2:45 pm. Customer stated believing pt was in critical care and had overdosed on insulin as well as was on a cvp line. Controls were in range. A request was made for return product, however replacement was declined.